Event description:
It was reported the patient¿s pump didn¿t work and hadn¿t for the past four years. The pump remained in implanted in the patient. There hadn¿t been medication in the pump for four years per the reporter and it was currently empty. An MRI was to be done on the date of this report and was being done on the patient¿s brain. The reason for the MRI was not provided. No further information was provided including if any patient symptoms had occurred, further details regarding the pump no longer working, if any troubleshooting or interventions had previously occurred or what the patient¿s outcome was. Additional information has been requested but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 8709, lot# l73608, product type: catheter. (B)(4).